Event description:
It was reported that the ventilator displayed alarm for o2-concentration high, during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Our investigation consists of gartering additional information from the hospital, as there were no request from the hospital to involve our local sales and service office in this matter. The hospital biomed was not able to reproduce the alarm during simulated use testing with the same ventilator settings. The hospital biomed replaced preventively a air gas module on the ventilator system. The device was then return to clinical use after this. The replaced part and device logs were requested, but not received. The hospital information also stated that the they had installed new maintenance kit some months before this event, indicating that maintenance service was done according to product specification. Based on this information we are not able to establish any root cause of this event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).